Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of loss of power to the mobile power unit (mpu) was confirmed via the submitted log files. On the reported event date of 03oct2025, two instances of power cable disconnect and low power hazard alarms were captured. These alarms are consistent with a loss of alternating current (ac) power while connected to the mpu, due to the relative state of charge (rsoc) and voltage within both power cables steadily decreasing below the alarm thresholds. Both instances, the alarms resolved when ac power was restored to the mpu. The backup battery supported the system without issue during these events. There were no other notable events captured in the log files. Provided information stated the patient accidentally unplugged the mpu ac power cord from the wall outlet. The mpu, serial number (B)(6), was not returned for analysis. Per the provided information, the root cause of the reported event was traced to user error from the patient accidentally disconnecting their mpu¿s ac power cable. Device history records were not required to be reviewed per investigation procedures. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. An are currently available. The heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit (mpu) or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and low power hazard alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the mpu for proper use. The heartmate 3 lvas IFU section f entitled ¿safety checklists¿ and the heartmate 3 patient handbook section 10 entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including the mpu, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 patient handbook and heartmate 3 lvas IFU caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were submitted for review. Following review, it appeared that the log file captured a loss of power to the mobile power unit (mpu) at 7:37 am on (B)(6) 2025. The system continued to operate at the set speed and was supported by the system controller's emergency backup battery until external power was restored. There were no other unusual events recorded in the log file event history. It was reported by the patient that the mpu was accidentally unplugged from the wall. The mpu was working as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.